Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two connect guide wires referenced are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a heavily calcified, chronic total occlusion in the superficial femoral artery (sfa). This was a very difficult case and the thrombosed area was very crusty. During use, two connect guide wires experienced resistance with the anatomy during advancement. Both guide wires separated and frayed and broke off and there was also resistance during removal of both guide wires. The second guide wire likely had the tip caught on calcified plaque. The separated portions were retrieved and nothing remained in the patient. During preparation of the armada 18 percutaneous transluminal angioplasty (pta) catheter, a leak was suspected as there was air going into the syringe when pulling the syringe back to fill with contrast. Another armada 14 pta catheter was used to continue the procedure; however, the lesion could not be treated due to a failure to cross of an unspecified device. There were no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. H6: medical device problem code 1354 removed; 1546 added. H6: health effect - impact code 2645 removed; 2199 added.

Event description:
Subsequent to the initially filed report, the following information was provided: the armada 18 pta catheter was used in the patient and inflated to nominal pressure; however, it did not inflate, and upon removal, a rupture was noted. No additional information was provided.